Event description:
(B)(6) -the dealer reported that the mvps custom mechanical wheelchair handrims riv nuts had loosen up and pulled away, and as a result, the user was alleging to get pinched and causing blood blisters. There was no medical attention sought. Should we get additional information regarding this event, this file will be revised, and a supplemental MDR will be submitted as required.